Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that pinch valve (vl12d) was broken causing the baths to overflow. The fse replaced the pinch valve to resolve this issue. Incidentally he adjusted the hemoglobin (hgb) lamp. The fse stated no erroneous results were generated; all results had non-numeric instrument generated flags. Failure mode was broken pinch valve (vl12d). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they observed approximately 10-20 ml of clear/blue fluid from an unknown source leaked into the instrument and was contained within their coulter lh 750 hematology analyzer. The customer also reported that hemoglobin (hgb)/indices were flagged with non-numeric incomplete computation flags (¿..). The analyzer did not generate any error messages. The operator was wearing glasses, a laboratory coat and gloves when the leak was discovered. There was no biohazard exposure to mucous membranes or open wounds. The leak did not appear to affect samples or reagent integrity, and there is no evidence of cross-contamination. No erroneous results were generated with connection with this event.